Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscal root repair, after taking the first bite, when the suture was pulled from the jaw of the firstpass mini, the jaw broke. The procedure was successfully completed with non-significant delay with the same faulty device. No patient complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is partially detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, the sutures will pass not able to capture do to detachment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states one undated photo of the device was provided for review and confirms the reported. Per e-mail communication, no fragments fell inside the patient. It was also communicated that ¿with only one bite, the procedure was completed.¿ no patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the customer provided image shows a partially detached suture capture. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.